Event description:
On (B)(6) 2011, the lay user/patient from (B)(6) contacted lifescan (lfs) united states alleging that his onetouch basic meter was reading inaccurately high compared to a laboratory result. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a year prior to contacting lfs. On an unspecified date/time, the patient reportedly tested with the subject meter and a laboratory device within 10-30 minutes of each other; the patient's blood glucose results, however, are not known. The patient's testing frequency and diabetes management are not known and it is also not specified what action the patient took in response to the reported meter issue. As a result of the alleged meter issue, the patient claimed he developed symptoms of "sweating" and "heart beating" (date/time not known). It is not known if the patient received any form of medical intervention/treatment after the reported meter issue began. At the time of troubleshooting, the csr noted the patient did not have all of his testing supplies available. The alleged issue remains unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k023948.